Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery was only able to be charged when plugged into a computer. There was no reported adverse impact to customer¿s blood glucose level. The customer declined troubleshooting with tandem technical support and further information was unable to be obtained.